Event description:
The hcp reported that following pump implanation, the pt developed brafycardia, vomiting and somnolence. It is unknown what treatment was provided to the pt for the reported symptoms.